Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated, upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead when placing the lead in the septal positon the pacing impedance measurements appeared high. The lead was moved to another location which showed better pacing impedances measurements but the lead had dislodged twice. A new lead was used with no issues. This rv lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.